Manufacturer narrative:
This incident is being reported due to the safari2 guidewire that was returned for analysis presenting a ductile tensile overload fracture of the core wire near the distal tip of the guidewire. As received, the specimen consisted of one-1 each safari2 275cm x sml crv; returned lodged within the j-straightener / introducer and coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. Dimensional verification: the specimen presented a dim "a" length of 275.80cm, formed curve dimensions distorted to 4.00cm x 4.35cm, and a finished diameter of .03455" to .03460" except in areas of coil damage. A gage bushing certified to be .0360" was passed over the length of the specimen to the proximal aspect of the coil damage unaided, except by gravity. Observation findings: as received, the blood and tissue encrusted distal 14.5cm, including the distal tip remains lodged within the j-straightener / introducer. The specimen presented a ductile, tensile overload fracture of the core wire an indeterminate distance from the distal tip with subsequent tensile stretching of the coil wire, exposing the underlying metallic core wire and distorting the formed curve. The specimen also presented a large radius bend over the proximal 100cm. The proximal joint appeared to be correct and intact. Except where noted, the specimen device appeared visually and dimensionally correct. Summary of findings: the lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted above, the specimen presented a ductile, tensile overload fracture of the core wire an indeterminate distance from the distal tip with subsequent tensile stretching of the coil wire, exposing the underlying metallic core wire and distorting the formed curve. The specimen also presented a large radius bend over the proximal 100cm. As received, the blood and tissue encrusted distal 14.5cm, including the distal tip remains lodged within the j-straightener / introducer. The ductile, tensile overload fracture and stretched coil damage appears consistent with manipulation of the safari wire against resistance prior to and following the overload fracture. Based on the complaint narrative this damage took place after the wire became lodged within the introducer during the attempted re-introduction of the safari wire and the wire fractured in an attempt to remove the safari wire from the introducer. As indicated in the device instructions for use, warnings: exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Never advance the guidewire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. Our investigation was unable to confirm that the product did not meet specification prior to shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported.

Event description:
This medwatch report is being filed based on return analysis of the safari2 guidewire. As reported by the distributor: event description: it was reported that: after a tavi implantation the physician removed the safari for an angiography. The team recognized a pvl so that they decided to do a bav. For the bav they had to reintroduce the safari in the patient. The safari stuck then in the safari introduction aid with the tip. The pysicians had this issue several times with multiple safari's that's the reason for this complaint. Did the event occur during a procedure?: yes. Procedure type: tavi. What condition was the patient being treated for?: I don't know. Was the procedure completed successfully?: successful. Related to a clinical study?: no. Device issues or patient complications? Only device performance issue(s). What troubleshooting steps took place? None. What troubleshooting step, if any, resolved the issue? None. Was the device implanted or did an attempt to implant occur?: no. Patient complications related to device? No. Did this device have performance issues? Yes. When was the issue identified?: ongoing use. Were the issues identified out-of-box?: no. Do you have a photo, video, or screenshot depicting the issue?: no. Was a patient involved with this event?: yes. Was the device acquired from a distributor?: no.